Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal deployed within the loading device. Because they have a new scrub and this is the third issue reported recently, it was reported that it may be caused by the error of the inexperienced scrub. The hospital was in-serviced to make sure they are trained properly on the proper loading of this device. A new kit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation summary: the loading device was returned along with the seal and tension spring assembly. The delivery device was not returned. A visual analysis revealed that the seal and the tension spring assembly were stuck inside the body of the loader. There was no evidence of blood on the device. Based upon the received condition of the device, it appeared that the seal did not load properly as it remained in the loading device. The reported complaint "seal deployed within the loading device" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).